Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the robotics coordinator informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a monopolar curved scissor (mcs) instrument sparked during operation. The tse confirmed the customer was using validated ground pads and ensured the vio integrated electrosurgical generator unit (iesu) was connected to dedicated outlet. The logs showed m-1c error related to maximum energy activation timeout. No further issues were found. The customer requested the iesu inspected. Suspect the arcing was due to the mcs instrument coming into contact with uterine manipulator during extended energy activations. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use with no damage's notes. The cannula was inspected as well. Arcing was observed from a non-isi device fornisee used for urine manipulator. There is a steel rod that goes through the middle of it. The arcing appeared to originate from the foriness instrument. The customer did not know where the arc grounded, but portion of the fornisee instrument melted. The surgical task that was being performed when the arcing event occurred was when they cut the colpotomy. The type of energy was activated when the arcing event occurred was monopolar cut and the iesu was being used. It was unknown how long the instrument was in use prior to the arcing event. The other instruments in use when the arcing event occurred was the fornisee instrument. The mcs instrument was in direct contact with the fornisee instrument it was unknown if the instrument was on tissue when the arcing occurred. The instrument didn¿t touch any staple or sutures while energized. It was unknown if the jaws immersed in liquid or contaminated by carbonized. It was the fornisee instrument they hook it to a light source, and it gets very hot, the mcs instrument touched the fornisee instrument which caused the fornisee instrument to melt. The surgeon believed it was a combination of energy power that was producing heat. The forinsee instrument was melted, and the manufacturer was notified and its going for investigation. There was no injury to the patient as the patient came back for a for a follow up appointment and was fine. The mcs instrument will not be returned as they have used if after this procedure. There were no recording or images. The mcs tip was fine with no damage. The grounding pad was used and had no issues.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy sparked, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the robotics coordinator and confirmed no issued followed after swapping out instrument and the customer believes the issue was happening due to the extensive hold of energy. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissor instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that there was a monopolar energy spark between a monopolar curved scissor instrument and a non-energy non-isi instrument. The only thermal damage was to the non-isi instrument. The monopolar curved scissor instrument and the monopolar curved scissor tip accessory had no damage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.